Manufacturer narrative:
Patients are instructed to avoid any sexual stimulation for several weeks following the implantation until cleared by the surgeon. The patient states that "natural inflation and deflation of the penis" resulted in the sutures beginning to untether. Later in the report, the patient states he had "more erections" throughout "each continuing day". The patient then wanted to remove the device due to concern involving a protrusion of the implant under the skin as well as the lack of decrease of the seroma after draining. After expressing this concern, the patient scheduled the removal of the implant. Seromas are a potential adverse side-effect in surgical implantation operations and are identified in the device's risk analysis. Seromas in themselves are not considered to be a serious injury per FDA definition. The patient noted the seromas were drained without incident. The removal of the implant for cosmetic reasons alone does not constitute a serious injury. A serious injury requires a removal to prevent an injury or illness that is life-threatening, results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The seromas described in the medwatch report to not meet the criteria for serious injury. In this report, the patient alleges that following the removal of the implant, the patient experienced capsular contraction as a result of scar tissue which formed. Capsular contraction is currently considered in the risk analysis and is included in the instructions for use. The patient alleges that the capsular contraction he experienced triggered a permanent retraction, contraction, and upwards curve of their penis. The patient alleges that a similar malfunction could result in the implant "wearing through the skin and causing untold trauma". A review of all penuma complaints from 2014 through 2022 noted that several complaints mentioned swelling, capsule formation, scar tissue, and moderate pain, all of which are all anticipated side effects. None of the reviewed complaints alleged retraction, contraction, or upwards curving of the penis, nor did any complaints allege the implant wearing through the skin. 1 complaint in 2018 alleged "permanent disfigurement" without further details, which resulted in imd filing an MDR. · as this complaint was communicated via medwatch, with information regarding the exact product, lot number, patient, and physician left as confidential, it is not possible to review lot records for this complaint.

Event description:
Event was discovered via notification from the FDA's medwatch program, report mw5110082. A patient alleges the penuma implant began to dislodge after stitches became untethered due to naturally occurring erections. The patient experienced multiple seromas which were drained without incident. The patient decided to remove the implant due to persistent protrusion. Following the removal, the patient experienced capsular contraction resulting from the scar tissue formation inside the penis. The patient alleges this capsular contraction triggered a permanent loss of length and sensation of the penis. The patient alleges the penuma implant caused permanent scarring, disfigurement, and damage. All alleged complications are known and require patient informed consent in advance of the procedure.

Event description:
An article was published (B)(6). This medical device report was reopened after review of the (B)(6) article, as one of the patients identified is the same patient in this MDR. Dr. (B)(6) office has identified the specific patient and provided records for review and inclusion in the investigation.

Manufacturer narrative:
Prior to surgery, the patient stated that the "size or appearance of his penis" was "slightly defective" and "slightly distressing" and that he was "slightly preoccupied" by the "size or appearance of his penis" . Patient claims to have experienced pain, seroma/swelling, and curvature. Response: as part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "continued bending, instability and/or wrinkling of penis and/or implant in erect and flaccid states." "Extended penile or scrotal pain and discomfort" "abscess formation and/or collection of fluid (seroma)" "temporary reactions, swelling and/or erythema" may occur "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Patient rated his pain as 1 out of 10 after insertion of the implant, and the patient rated his pain as 1 out of 10 after removal of the implant. Patient signed off after the procedure that he had "thoroughly examined [his] own penis post-insertion of the elist subcutaneous penile implant" and believed that his penis looked and felt natural. He did not "notice any irregularities with the implant nor [his] penis." Patient claims that "you pay the deposit prior to signing the consent form" response: potential risks and complications are listed on the penuma.com website, which also has a link to the risks and complications video animation that all patients are required to watch prior to placing a deposit: https://www.youtube.com/watch?v=4fji2kxoxuk. Patient claims the consent process "felt like four minutes." Response: patient signed a pre-op informed consultation consent document that stated that the patient "acknowledges that he/she has had a comprehensive consultation prior to the surgery lasting from 60 to 90 minutes" and that "all questions were answered to her/his satisfaction prior to the procedure." Patient claims that he declined a newer replacement implant and was infuriated by the suggestion. Response: on december 18, 2019, the patient sent an email to the clinic, asking "when can I come in and see about getting a longer implant?". This email was sent before any suggestion was made by the clinic about a replacement implant or "upgrade" patient claims he was "an absolute model patient" response: patient signed an agreement to comply with post-surgery instructions, stating that the patient has "received written and verbal post-elist penile enhancement surgery instructions" and that the patient agrees "to comply with the instructions". Patient also signed an agreement to comply with post-surgery protocol, stating that the patient will "follow all given post-operative instructions" and that the patient "will maintain weekly e-mail correspondence with dr. Elist's staff for at least 8 weeks after the surgery date". Patient signed a consent form that stated (among other areas) that the patient "will not engage in any stressful physical activity including excessive bending, lifting, or participation in any sports" and that the patient agreed to not "manipulate [his] penis" or "engage in any rigorous activities" however, the patient routinely violated the post-operative instructions: 1) the patient had his procedure on (B)(6) 2019, and therefore, was required to provide weekly updates for at least 8 weeks after the procedure. The patient did not provide any updates from october 25, 2019 to december 18, 2019 when he expressed a desire for a longer implant. When the patient finally sent update photos on january 18, 2020, the photos were the same ones used in october 2019, so the clinic asked for new photos after reminding the patient that he was supposed to be in touch with the clinic for at least 8 weeks 2) the patient stated "I do work out/run, stay active". This physical activity was done before any clearance was given by the clinic, another violation of the post-operative instructions. 3) on january 22, 2020, the patient stated that the "seroma needed to be drained" and that he "had it drained a few times". This is another clear violation of the post-operative instructions. The seroma was drained without any consultation by the clinic and was only revealed to the clinic after the fact. A review of all complaints from 2014-2023 saw that post-op pain is occurring at a rate of 0.495%, seroma at a rate of 0.086%, inflammation/swelling at a rate of 0.646%, and a rate of curvature at 0.237% these values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Event description:
The complaint was discovered via a medwatch report (mw5156669-1) and is a follow-up to previously submitted 3010606546-2022-00001 and 3010606546-2022-00001 fu. The patient claimed the device causes permanent scarring, disfigurement, and damage. He also claimed that the design and use of the device causes irreparable harm and is mentally devastating, adversely affected the nerves and blood vessels of the penis and fostered permanent disfigurement both during and after its removal. He then stated that the design causes the penis to never be fully flaccid or allow for full expansion during erections.

Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, self-confidence and self-esteem were objectives that were measured in each participant via a single question that compares pre- and post-operative self-confidence and self-esteem. (B)(4) of participants reported high or very high levels of self-confidence 6-8 weeks post-op, and(B)(4) of participants reported high or very high levels of self-confidence on an average of 4 years post-op. Dissatisfaction with cosmetic results is listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. All patients prior to implantation undergo a consent process, where they sign off on various risks and complications one-by-one, including: "patient or partner dissatisfaction with results," and "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity." Due to the nature of the implant being located directly below the skin, the appearance of the penis is likely to change. Cosmetic dissatisfaction is a risk with any cosmetic procedure. The patient did not clarify whether the blood vessel damage occurred before or after explantation, however it is disclosed and acknowledged by the patient prior to surgery that the removal of the implant may cause other potential complications that necessitates additional treatment. The severity of blood vessel damage was not specified, but as the penis is a highly vascular organ, it is possible to experience some type of minor vascular trauma, as it is a risk with any implant. Patients with peyronie's disease, such as this patient, also have a higher risk of vessel injury.